Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain five of five. The patient was connected at the time of the alarm. The patient used a 4-prong set for therapy. The patient stated that they connected two patient line extensions to the patient line. The patient noticed that there was a hole under the connector cap of the first patient line extension. The patient stated that when they bent the line where the hole was, fluid would squirt out more. The technical service representative (tsr) assisted the patient with end of therapy procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.